Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer and the reported fault was reproduced. The field service engineer found that the inspiratory pressure transducer pcb was faulty, and it was replaced. The system was thereafter working normally. The replaced part was returned for investigation. The evaluation of the received system device logs confirms the reported. The system checkout failed the pressure transducer test due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range; the measured zero pressure offset was 6.2 v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero-pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The returned pressure transducer pcb was simulating use tested. Several system checkouts were successfully performed and ventilation tests ongoing for a longer period was performed without any deviations. The reported failure could not be reproduced during the investigation of the returned pressure transducer pcb. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that there may be an intermittent fault with the pressure transducer pcb and that the returned pressure transducer pcb was the cause of the reported failure.

Event description:
Manufacturer's reference #: (B)(4)

Event description:
It was reported that the anesthesia system generated a technical error code indicating safety valve open. The system checkout also failed in the pressure transducer test. There was no patient involvement. Manufacturer's reference #: (B)(4).